Event description:
A customer reported her freestyle blood glucose meter was not working over the last month and because of that issue, she could not perform her blood glucose test. She reported experiencing the following symptoms: vomiting, diarrhea and lightheadedness. Although the customer reported being diagnosed and treated for severe hypoglycemia, the treatment for the hypoglycemic event was reportedly insulin and an intravenous solution. Additionally, the customer reported eating food at the hospital to increase her blood glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.